Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or malfunction. Based on the received information from the field and the device investigation results, it appears that the reported hi impedances were likely caused by the lack of lymphatic fluid within the cochlea. In addition, a partial migration of the active electrode out of cochlea is reported, which might have contributed to the explantation. Post-operatively, recipient was treated for incision infection that resolved with medical treatment. This is a final report.

Event description:
Audiologist requested virtual support for 2nd attempt at activation as first attempt on (B)(6) 2025, resulted in multiple hi channels. The user has bene reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Audiologist requested virtual support for 2nd attempt at activation as first attempt on (B)(6) 2025 resulted in multiple hi channels. Recipient to schedule follow-up with surgeon to discuss options with team regarding possible re-implantation options.